Event description:
Customer reported the balloon did not deflate to come out of scope. Per the report, the balloon would not deflate and had to cut out of the scope. There was no patient harm , no user injury reported due to the event. This report is related to reports with patient identifier: (B)(6) -the balloon did not deflate to come out of scope. (B)(6) -the balloon did not deflate to come out of scope.

Manufacturer narrative:
The subject device was not returned for this evaluation. The cause of this issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A formal investigation concluded the malfunction occurred due to a manufacturing process defect. There have since been an exhaustive revision of the process. Olympus will continue to monitor field performance for this device.